Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was difficult to implant and that cardiac resynchronization therapy defibrillator (crt-d) device was not able to provide the optimal therapy due to lv lead's placement or location. The patient did not feel right. Boston scientific technical services (ts) advised the patient to contact the physician. Attempts to obtain additional information were unsuccessful. This lv lead still remains in service. No adverse patient effects were reported.